Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was located in the left anterior descending artery (lad). After the successful placement of a taxus express2 8.8% 3.0 x 8 mm drug eluting stent in the lad a dissection occurred. The physician attempted to repair the dissection with a taxus express2 8.8% 3.0 x 24 mm drug eluting stent, however, he was unable to cross the lesion. The physician then decided to use a competitor stent to successfully hinder the dissection. The pt was asymptomatic during this event. No additional intervention was needed. Pt status is reported as "satisfactory/good."